Event description:
The service and repair documented one of the hand piece for battery powered driver has a fast forward button that does not work and another hand piece for battery powered driver that is inoperable. These issues were found outside the or and there was no patient involvement. No additional information is available for this complaint. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 4-jan-2012. The source of the manufacture date is the release to warehouse date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation: the customer reported the device was inoperable. The repair technician reported the motor was not turning. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on 15-jan-2015. The evaluation was confirmed. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.